Manufacturer narrative:
Related report number 3007007357-2024-00018.

Event description:
The customer described the handpieces are still having overheating issues.

Manufacturer narrative:
Related report number 3007007357-2024-00018. No investigation could be carried out, because the handpiece was not returned. The device complaint or problem cannot be confirmed.

Event description:
The customer described the handpieces are still having overheating issues.

Event description:
The customer described the handpieces are still having overheating issues.

Manufacturer narrative:
Related report number 3007007357-2024-00018. No investigation could be carried out, because the handpiece was not returned. The device complaint or problem cannot be confirmed.